Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that after charging the battery for 5 hours that the battery has no power at all.